Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with oral medication (type/ amount not specified). It is not known if the patient made changes to her diabetes management routine. An hour after the alleged issue begun, the patient claimed she felt a symptom of shaky. The patient denied receiving treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca walked the patient through properly reseating the battery in the battery compartment. Replacement products were still sent to the patient. This complaint is being reported because the patient stated she was unable to test her blood glucose due to the reported issue and later developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (03/10/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.